Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: during investigation, there was visible rust inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The battery compartment was found to be cracked on the side from the threads traveling down toward the case seal. The pump was opened and there was no further evidence of moisture found internally.